Manufacturer narrative:
Eval results pending analysis of the product.

Event description:
It was reported that the baton was not giving an image and the led did not light up at the end. Also the monitor needed a new battery. The monitor gave an orange and green light and was plugged into the wall only. No pt injury was reported.